Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an unknown product performance issue. A surgical intervention was performed and the device was removed and replaced. No additional adverse patient effects were reported. Pa.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of device memory found no suspicious fault codes or resets. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. Laboratory analysis was unable to confirm the reported field allegation of defective device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an unknown product performance issue. A surgical intervention was performed and the device was removed and replaced. The device was returned to boston scientific for analysis, and no abnormalities were found. No adverse patient effects were reported.